Manufacturer narrative:
The insulin pump powered up properly after the battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display anomalies were noted. The pump passed the self-test, unexpected restart error test, rewind, passed basic occlusion test, and displacement test. However, they were unable to prime the pump during the prime/compromised force sensor system test due to a faulty force sensor resistor. There were no traces of moisture noted at the electronic or motor assemblies per visual inspection. The pump was received with a cracked case at the display window corners and the belt clip slot. The pump was received with minor scratches on the lcd window.

Event description:
The customer reported via phone call that he had a damaged insulin pump that was exposed to moisture and had turned off. Customer stated that water splashed on his short and the display was fogged before eventually turning off. Customer stated that he pump was not dropped or bumped. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.